Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was frayed. The instrument passed the electrical continuity test. Further inspection found scratches and indentations on the yaw pulley caused the damaged on the conductor wire insulation. The complaint regarding a damaged black wire was confirmed by failure analysis. Common causes of damaged insulation on conductor wire are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery spatula instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing, the 8mm permanent cautery spatula (pcs) instrument's black wire was damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was identified in central processing during the cleaning process, and there was no issue reported during the last time the instrument was used during surgery. An exposed wire was observed, there was no loss of cautery associated, and the instrument did not have any signs of thermal damage at the site of insulation damage. No arcing was observed during the procedure and the physical damage of the instrument did not result in a fragment falling inside of the patient¿s anatomy.